Event description:
It was reported that there were multiple confirmed motor stalls and motor stall recoveries recorded in the pump event logs. One of the stall durations reached 3 hours. The patient was seen in the clinic on (B)(6) 2012 as it was believed the low battery alarm was occurring and the patient was experiencing symptoms of withdrawal. Upon interrogation, the elective replacement indicator (eri) was noted to be 30 months and the motor stall messages were then observed. No diagnostics were done, and no known reason for the motor stall could be determined by the provider, therefore the pump was replaced on (B)(6) 2012. Reporter stated that on explant the healthcare provider noticed a tear in the connector, and thought he did it on explant. Post operatively to the pump replacement, the patient then showed signs and symptoms of overdose, so the rate was decreased significantly and patient was then "doing fine". Drugs in the pump were reported as morphine, fentanyl and clonidine. Explanted device was returned for analysis. Follow up information was requested, however unavailable at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l51800, implanted: (B)(6) 1998, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis of the pump found pump/motor/gear train anomaly/corrosion. Analysis of the catheter found acceptable testing. The catheter was incomplete, as only partial of the 8703w pump connector was returned. It was cut past the pump outlet port.